Manufacturer narrative:
Pump received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring and partially broken off reservoir tube lip. The reservoir tube lip partially broken off and test reservoir will not lock/click in place.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. Customer reported that there were cracked and missing pieces from reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.